Event description:
The physician intended to implant a 3.0 mm diameter x 15mm length integrity rapid exchange (rx) bare metal stent to treat a lesion with 80-100% stenosis. Pt is reported to have had three vessel disease. The target lesion was pre-dilated using a 3.5 x 15 mm sprinter balloon. Two attempts were made to deliver the integrity device to the target lesion. Difficulties were encountered passing the stent through the lesion and the delivery system was withdrawn back into the guide catheter. During withdrawal the stent dislodged from the delivery system and could not be located. There was no damage or movement evident on the stent during preparation of the device prior to insertion into the pt. One other brand stent was subsequently implanted. No clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Eval, results: (failure to deliver the stent, stent embolism). Results and conclusions: (pt with 3 vessel disease, 80-100% stenosed lesion).